Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges patient had another surgery to remove the ventrio mesh as it was causing a large bowel obstruction and other life threatening complications; however, no details have been provided as to the allegations. No lot number has been provided; therefore a review of the manufacturing records is not possible. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that in late (B)(6) 2017, patient had another surgery to remove the ventrio mesh as it was causing a large bowel obstruction and other life threatening complications due to the alleged defective ventrio mesh.